Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from date of manufacture 11/09/2011 to the present date 12/03/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device had a keypad malfunction. When the channel select key was pressed, the system was shut off. There was no patient involvement.